Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Purity ranges from 96 to upper 80's and will only run for about 15 minutes and shuts down and does not alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, however subsequent testing could not verify the complaint of the unit shutting down with no alarm. Instead, the unit display a 3/4 alarm due to saturated sieve beds. There was no indication of a failure of the alarms to function.

Event description:
Purity ranges from 96 to upper 80's and will only run for about 15 minutes and shuts down and does not alarm.